Manufacturer narrative:
The automated impella controller was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp support, the automated impella controller (aic) did not recognize the pump. The aic was therefore exchanged and the issue resolved. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported console (aic) optical issue has been completed. Data logs were confirmed that when the pump was initially connected and detected by the console on the date of the complaint, an optical sensor system error message was displayed on the case start wizard screen. Right data logs from the console on the day the snr was significantly low immediately after the pump was plugged in. The console was returned and tested. An oscilloscope was used to get the fringe pattern with and without a pump connected showing no observable anomaly or distortion. The issue was confirmed. The root cause of the optical sensor error was most probably due to an air gap. The root cause for the optical signal issue was due to low snr which could be caused by an airgap at the front optical connector. Added- b5 mso review, d9 device return date d2-updated common device name.

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer (mso). It was determined that there was no association between impella use and outcome.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 adverse event updated. B2 updated to death. B5 updated to include death. H1 updated to death. H6 updated to include optical signal coding. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.

Event description:
The patient expired while on support.